Event description:
It was reported that the user experienced recurrent early-morning low blood glucose after evening hyperglycemia while using a g7 cgm with the ilet system; the user described overnight highs related to a bent cannula, continued eating during supply changes, and announcing meals upon reconnection, after which the pump delivered additional correction resulting in lows, with the lowest cgm value reported as 41 and treated with oral carbohydrates such as candy or a popsicle. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem associated with an improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.